Event description:
The report received for the affiliate indicated that during a percutaneous coronary intervention (pci), the physician implanted a firebird stent in the patient's left anterior descending (lad) target lesion. The lesion was at a bifurcation and the physician proceeded to attempt to treat the next lesion in the first diagonal branch. While using an atw marker guidewire .014 x 195 cm, the physician could not pass the guidewire through the stent. The distal tip of the guidewire prolapsed during treatment of the lesion and became caught/jammed into the stent. During the attempted withdrawal of the device, the distal tip of the guidewire separated and remained caught/trapped in the stent. No attempts were made to retrieve the fractured/separated distal tip and it remains in the patient.

Manufacturer narrative:
The first diagonal target lesion was reported to be: an 85% stenosis, slightly calcified, and not tortuous. The product was not re-sterilized. The guidewire was removed from the dispenser by the distal floppy end. The guidewire was not re-shaped or noted to be kinked/bent prior to insertion into the patient. The guidewire was not used to treat another lesion. There was no reported difficulty, resistance/friction noted during advancement of the guidewire. The guidewire was not torqued against resistance. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt. Note: facility lot no. 12778110 is cordis lot no. F0808776. Per facility, cordis corporation reported no product is expected to be returned to facility for evaluation, however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility, is unable to determine the exact cause for this incident. Facility, did review the device history records relative to the manufacturing, inspecting and packaging of lot 12778110. This packaging lot contained 410 units, which were shipped from facility, in 2008. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable.